Event description:
It was reported that during the percutaneous endovascular aneurysm stent- assisted embolization procedure while advancing the subject stent, resistance was encountered near the proximal end of microcatheter shaft and could not be advanced further. The device was removed, and the middle section of the subject stent was found to be broken. The subject stent and microcatheter were replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D9: product available to stryker: updated. D9: returned to manufacturer on: updated. H3: device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and noted to be deformed and broken/fractured. The stent delivery wire (sdw) was found to be kinked/bent. The sdw distal tip was found to be broken/fractured. The stent introducer sheath distal tip was intact. Functional test for reported event ¿stent broken/fractured during use¿ was not performed. The defect was confirmed during visual inspection. For reported event ¿stent difficult/unable to advance or pullback through catheter¿ functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event ¿stent broken/fractured during use' was confirmed during visual inspection. The second reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while advancing the subject stent through the microcatheter, the surgeon encountered significant resistance near the proximal end of the microcatheter, preventing further advancement despite multiple attempts. Suspecting an issue, the surgeon withdrew the entire system. Upon removing the stent from the proximal end of microcatheter outside the body, it was found broken in the middle. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was returned deployed and noted to be deformed and broken/fractured. The sdw was noted to be kinked/bent, and the distal tip was found to be broken/fractured. The introducer sheath was returned and was intact. Dried procedural fluid was found at the distal end of the sheath, suggesting that there may not have been enough continuous flow, which could have contributed to the issue with the device. One possible explanation is that the introducer sheath was initially positioned correctly but later moved proximally before the stent was advanced out of the sheath. This accounts for the absence of damage to the sheath tip and also clarify the reported resistance faced while advancing the stent through the microcatheter. If the sheath moved proximally, a gap would form between its distal end and the microcatheter lumen. As the stent was pushed forward, part of it might have partially deployed into this gap instead of smoothly entering the microcatheter. This could have caused increased resistance when attempting to advance the stent through the microcatheter. The as reported as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the percutaneous endovascular aneurysm stent- assisted embolization procedure while advancing the subject stent, resistance was encountered near the proximal end of microcatheter shaft and could not be advanced further. The device was removed, and the middle section of the subject stent was found to be broken. The subject stent and microcatheter were replaced. The procedure was completed successfully with no clinical consequences to the patient.